Manufacturer narrative:
The suspect medical device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and three similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.

Event description:
The complaint alleges that a patient had repeated high blood pressure measurements that could not be confirmed with non-invasive measurement techniques. The discrepancy was as high as 80 mmhg. A side comparison with non-invasive measurement resulted in values of around 120 mmhg systolic. Exchanged the set and the values normalized.